Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips "functional check - monitor blocked" regarding a heartstart mrx defibrillator. There was no patient involvement.